Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Concomitant medical products: addr01, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported the right ventricular (rv) lead exhibited unstable thresholds and high thresholds when the patient is lying on their right side. It was further reported the rv lead exhibited intermittent non-capture. Intervention is planned pending physician decision. The lead remains in use. No further patient complications have been reported as a result of this event.